Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility there were two staff members transferring the resident from wheelchair to bed. When the staff was moving her leg into bed, the left leg was accidentally caught/scraped at the edge of the bed. The resident sustained a skin tear on the left lateral lower leg. First aid was administered at the facility.